Event description:
I had all day every day chronic headaches. Chronic insomnia. Low energy, brain fog, forgetfulness, body aches and pains, sharp pains in my chest. Tired numerous meds and testing. Nothing found and nothing helped. Until I explanted on (B)(6). FDA safety report ID# (B)(4).